Event description:
Revision surgery - due to a loose femoral stem the surgeon performed a poly swap.

Manufacturer narrative:
Djo surgical received this complaint of a reportable event, and has determined that the manufacturer of the device in question was (B)(4). As part of encore medical's acquisition of the (B)(4) product lines, (B)(4) agreed to assume all regulatory responsibilities for product implanted prior to encore's acquisition of their product lines on (B)(4) 2005.